Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage was noted. The 85% stenosed lesion located in a moderately tortuous mid right coronary artery, was predilated with a 3.5x20mm maverick balloon. The physician was removing the taxus express2 5.0x20mm drug eluting stent from the package and found that a stent strut was lifted. The procedure was completed with another 5.0x20mm taxus express2 stent. There was no patient involvement therefore no patient complications occurred.